Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) alarmed "sensor module failure " during patient transfer from an outside facility. A sensation plus intra aortic balloon (iab) was also in use at the time of the event. Customer was instructed to remove fiber optic cable and aspirated and flush central lumen, zero and numeric appeared. No patient harm, serious injury or death was reported.

Manufacturer narrative:
The customer has advised that there was nothing reported to the clinical engineering department on any balloon pumps during that time or any time recently. No further information is available.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) alarmed "sensor module failure " during patient transfer from an outside facility. A sensation plus intra aortic balloon (iab) was also in use at the time of the event. Customer was instructed to remove fiber optic cable and aspirated and flush central lumen, zero and numeric appeared. No patient harm, serious injury or death was reported.